Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Three used catheters were returned. Two were returned with the stiffener inserted and one did not have stiffener. The catheters were labeled as follows. Additionally, 11 unopened devices were returned. Device #1 (without stiffener): no obvious biomatter was present. The mac-loc was in the locked position with the suture intact. Two threads were visible. The tubing and cap were secure (could not be twisted or pulled out). No cracks or defects were visible on the proximal assembly. The catheter was clamped with hemostats in order to pressurize the proximal assembly. A pressure of 8.05psi was held for approximately 2 min with no water drops forming or falling. Device #2 (with stiffener): no obvious biomatter was present. The mac-loc was in the unlocked position. The suture was intact. The tubing and cap were unable to be twisted or pulled. There were 2 threads between the mac-loc and cap. There were no cracks or defects visible on the proximal assembly. When the proximal assembly was pressurized, water leaked immediately from the lock. The mac-loc was pushed into the locked position. Water leaked from the catheter to cap joint immediately. Device #3 (with stiffener): no obvious biomatter was present. The mac-loc was in the unlocked position. The suture was intact. The tubing and cap were unable to be twisted or pulled. There were 2 threads between the mac-loc and cap. There were no cracks or defects visible on the proximal assembly. The proximal assembly was pressurized, and water leaked immediately from the lock. The mac-loc was pushed into the locked position. Water leaked from the catheter to cap joint immediately (up to 5psi of pressure). All devices passed the number of threads and tubing and cap security (did not twist or pull out of proximal assembly). No cracks or defects were observed on any of the proximal assemblies. Two of the 11 devices failed the leak test, with leakage occurring on the proximal end of the cap (by the threads). One of the two devices had the cap able to twist following pressurization. The cap on the other device remained secure. Nine of the 11 devices passed the leak test. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when assembled, the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter seemed to be loose. As a result, a leakage in the device was observed. The patient reportedly did not experience any adverse events, and no additional procedures were reportedly required as a result of this product issue. The circumstances surrounding the usage and handling of the device leading up to the leak were not reported. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.